Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and a 7f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Event description:
This is filed to report deformation during implant it was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant. During deployment attempt, a cobra head deformation was observed. The device was recaptured in the delivery sheath and retracted out of the patient. The device was reintroduced in the patient for a second deployment attempt; however, a cobra deformation was observed. The device was recaptured and removed prior to release. An amplatzer asd occluder was used with no reported issue. There were no adverse patient effects. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.